Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to the manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Lap hiatal hernia - "a tiny piece of the internal rubber seal in the removable seal housing looked to be rubbed off by what seems to be the insertion of the lap instruments. Dr. [Doctor's name] was not positive at what point of the procedure this occured, as she did not realize it happened until she noticed a small black piece inside the patient. The piece was recovered and the patient was not injured to our knowledge." Patient status: "good."